Event description:
It was reported to philips that the system was not booting. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the ipb fox and the mpd control unit which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. During troubleshooting, fse found that the problem with image processor board (ipb) and main power distribution (mpd) control unit. The fse replaced the ipb and mpd. After replacement of the ipb and mpd, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The codes were updated based on the investigation outcome.